Event description:
It was reported that the patient's device was not active, however, once in a while it would shock him. The patient would use a magnet to turn it off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3986, serial# (B)(4), implanted: (B)(6) 1998, explanted: na. Extension: model 7496-66, serial# (B)(4), implanted: (B)(6) 1998, explanted: na. Programmer: model 7434-e, serial# (B)(4).